Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, hemostasis was achieved using a second proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator is not trained. This device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device will not be returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances/exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Additionally, four sterile devices with same lot number as reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, during suture deployment, the sutures were not "strained" and the knot was outside the puncture site. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, this is an issue with the plunger which was not pulled. A femoral angiogram has not been taken. The physician has not been trained in the use of the proglide device. No additional information was provided.